Event description:
The pump was returned for investigation. Investigation revealed that the battery cap height and width were out of specifications. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation, the battery compartment threads were stripped and the cap was getting stuck. The battery cap threads were stripped and the battery cap height and width were out of specifications. The o-ring was missing. Unrelated to the complaint, evaluation revealed a cracked display screen, which has no effect on insulin delivery function. (B)(6).